Manufacturer narrative:
H3: there is no specific device information provided. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Event description:
As reported, a patient had an initial tka on (B)(6) 2011. The patient was revised on (B)(6) 2022 due to unknown reasons. No other information reported.

Manufacturer narrative:
Pending investigation. Concomitant medical products: 1266469 200-02-35 - three peg patella 35mm. 1903445 200-04-32 - cemented finned tib. Tra sz 3f/2t. 1710128 234-03-03 - optetrak asy,ps cemented femoral, sz 3. Correction/removal number: z-0019-2022.